Manufacturer narrative:
Manufacturing site evaluation on-going.

Event description:
The facility reported that during a alif (l4/5 and l5/s1) procedure surgeon was inserting screws with the flexible driver (sj706r) into the anterior lumbar. The facility reported that device broke into pieces . Surgeon, with help of fluro was able to retrieve all of the fragments from the patient. No patient injury . Forty minute surgical delay. Device broke at the l5/s1.

Manufacturer narrative:
Investigation: all other devices with this failure mode exhibited a forced brittle fracture under bending load according to vdi 3822 1.2.2. Conclusion and root cause: the most likely root cause of this failure is the product design. Rational: the product has been breaking during normal use. The failures are forced fractures and not as a result of fatigue. In the instructions for use and the surgical technique there are not any restrictions to the flexion angle of the instrument or the torque to be applied. The instrument itself also does not limit either the angle of flexion or the torque that can be transmitted through the flexible shaft. The failure is therefore not considered to be user error. There is no test documentation in the dmf which verifies whether the loading required for the surgery can be transmitted using this device. Corrective action: a CAPA already exists for this problem ((B)(4)).